Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The instructions for use provide the following warning among others: ¿adverse events that may occur and/or require intervention include, but are not limited to: endoleak¿.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm (aaa) and left common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Reportedly, the abdominal aorta measured 63.1 mm at the time of implant. According to the report, final angiography showed exclusion of the aneurysm and no endoleaks. The patient was reported to have tolerated the procedure. On (B)(6) 2014, follow up imaging identified a type ii endoleak with lumbar artery involvement. The aorta reportedly measured 63.9 mm (orthogonal). On (B)(6) 2015, follow up imaging showed a persistent type ii endoleak with lumbar artery involvement. The aorta reportedly measured 60.0 mm (orthogonal). It was reported, there was a reintervention on (B)(6) 2015, coil embolization. The type ii endoleak resolved by (B)(6) 2015. The right internal artery was covered and coiled. Max abdominal aortic diameter measured 56.1mm. Right common iliac artery measured 24.9mm. Left common iliac artery measured 28.5mm. The patient tolerated the reintervention procedure.